Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 387360, lot# va1ywsm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. H3 device evaluation: analysis of the lead found no anomalies. H6: please note that method code 4114 and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 387360, lot# va1ywsm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Product ID: 387360, serial/lot #: (B)(4), ubd: 20-mar-2023, UDI#: (B)(4). Report source: country: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing performed with the newly implanted lead found the ¿resistance was not valid¿ and the ¿resistance was invalid.¿ it was further reported the impedance of electrode #0 was ¿more than 10000¿ ohms. The possibility of a connection fault was reportedly eliminated, as the ¿test was still invalid¿ after many attempts. The lead was replaced as a result of the event and the issue was resolved; the test was normal and the operation was continued normally following lead replacement. It was noted the event occurred intraoperatively while the lead was connected to an external neurostimulator (ens). There were no complications reported or anticipated.